Manufacturer narrative:
(B)(4). Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that when the physician was inserting a zcb00 22.5 diopter intraocular lens (iol) into the right eye of a patient, the haptic detached. The physician noted it took a while before she was able to locate the haptic in the eye. Incision enlargement was required to remove the haptic. No vitrectomy or sutures were required. Another iol, same model and diopter size was implanted and the patient is doing well.